Manufacturer narrative:
(B)(4). The insulin pump received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify charge/battery anomaly, perform displacement test, self test, and current measurements due to display anomaly.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer was using auto mode at the time of low blood glucose. The insulin pump will not be returned for analysis.